Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: correction b5: please note that the event description has been corrected, it was inadvertently reported in the initial report that the reported findings were check for internal leak tightness, and check for internal leak tightness. Please note that this has been corrected to check for external leak tightness, and check for internal leak tightness.

Event description:
Updated event description: it was reported that during service and evaluation, it was determined that the air pen drive (apd) device had corrosion/rusting/pitting, the device would run in the locked position, had insufficient/low power, and air leak, the etching was illegible, and component damage. It was further determined that the device failed pretest for general condition, markings, check handpiece in ¿lock¿ mode, check general function with apd hand switch, check power with power test bench, check speed with tachometer, check for external leak tightness, and check for internal leak tightness. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2025. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned without an alleged deficiency. During routine service and repair, it was determined that the device would run in the locked position. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear.

Event description:
It was reported that during service and evaluation, it was determined that the air pen drive (apd) device had corrosion/rusting/pitting, the device would run in the locked position, had insufficient/low power, and air leak, the etching was illegible, and component damage. It was further determined that the device failed pretest for general condition, markings, check handpiece in ¿lock¿ mode, check general function with apd hand switch, check power with power test bench, check speed with tachometer, check for internal leak tightness, and check for internal leak tightness. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2025. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.